Manufacturer narrative:
A ge service representative performed an onsite investigation. The heater printed circuit board was replaced. The cathode filaments were checked. The tube head was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an excessive heat warning message. No pt injury was reported.